Event description:
This case occured outside of the USA in spain. On (B)(6) 2026, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2026 with 0.2 ml of rha 1 in the lips. According to the injector, the same day the patient experienced a vascular compromise of moderate intensity in the inferior lips. Therefore, the patient was treated with 1500 ui of hyaluronidase. The local medical expert confirmed this diagnosis. Considering the seriousness of the event, the case was assessed as reportable. According to the information received on 02-feb-2026 the symptoms completely subsided. Considering the resolution of symptoms, the case was closed as this.

Manufacturer narrative:
According to the information received the case seems to be linked to a vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Batch analyses undertaken confirm that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.